Manufacturer narrative:
Omit : c20 - no findings available. Additional information: imdrf annex a, g, b, c codes and manufacturer narrative . A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the pcu alarmed for low battery was not confirmed through the review of the pcu battery logs. The recording low battery alarms can only be found within the pcu event log which was not provided for analysis. ¿ the pcu battery log recorded the ac power was removed at 1:04:56 am on (B)(6) 2024. The battery discharged (lb3) alarm event occurred at 8:01:43 pm on (B)(6) 2024 no battery capacity value was found recorded at the time of the lb3. ¿ a review of older records of the battery log found the battery had a capacity of 4829 mah (milli-amp hours) (overestimated capacity). An expectable battery capacity would be in the range of 3700 to 4500 mah for a new battery per the service bulletin 592a. ¿ the battery log date recorded the psp_conditioning_battery on (B)(6) 2024 which indicates that the battery conditioning was performed within the one (1) year range and recorded a capacity of 4001 mah showing the system working as expected per the service bulletin 592a. ¿ a device history review showed the main battery was replaced by bd in (B)(6) of 2022.testing could not be performed as no devices were returned for investigation. ¿ inspection could not be performed as no devices were returned for investigation. ¿ the service bulletin 592a states within manual battery conditioning test that: ¿ from alaris system maintenance, run the battery log report. See alaris system maintenance software user manual, ¿reports and logs¿ section for more information. Review battery log report and locate the capacity that was recorded for lb3. ¿ if the capacity value is not recorded in the battery log report, or is outside the range of 2700 ¿ 4500, replace the battery. ¿ the bd alaris tsm pcu/pump v12.1.2 states that some temporary reduction in capacity may occur if the battery is partially discharged repeatedly. ¿ frequent use of battery power and insufficient battery charging may decrease battery life, which may result in missing low battery alarms. Bd recommends replacing the battery every two years at minimum, if used under proper conditions. ¿ the device was in use for treatment purposes as intended per 21cfr 820.198(d)(2). Root cause: the probable cause of the system shut down was attributed to the battery being discharged from disconnect of ac power for approximately 6 hours. It could not be determined if there were prior low battery alarms because the requested device event log was not provided for analysis.

Event description:
It was reported that the pcu alarmed for low battery, when the nurse plugged in the unit occurring on (B)(6) 2024 at 2025. The unit continued to alarm and shut down with a pending error on the screen. The pump and channel were replaced and fluids continued on the new pump. The pump was programmed for IV maintenance fluids @ 23ml/hr with a volume to be infused of 900ml, started at 1917 until the infusion stopped at 2014, which is likely when the event occurred there was patient involvement but no harm.

Event description:
It was reported that the pcu alarmed for low battery, when the nurse plugged in the unit occurring on (B)(6) 2024 at 2025. The unit continued to alarm and shut down with a pending error on the screen. The pump and channel were replaced and fluids continued on the new pump. The pump was programmed for IV maintenance fluids @ 23ml/hr with a volume to be infused of 900ml, started at 1917 until the infusion stopped at 2014, which is likely when the event occurred there was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.